Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 20mm watchman flx laa closure device & delivery system (wds) was used. During the watchman flx procedure, while the was and pigtail catheter were in the laa, thrombus was noted on transesophageal echocardiography (tee). Heparin (16,000 units) had been given immediately post transseptal crossing per physician orders and activated clotting time (act) was 181 seconds. The physician asked for an additional 10,000 units of heparin to be given to the patient, and a subsequent act was checked a few minutes later with a result of 283 seconds. During this time the physician aspirated both the pigtail catheter and was successfully removing the thrombus. The physician then implanted the closure device. Post procedure, the patient was following commands with no neurological deficits but began to have complaints of a headache and blurry vision. It was also noted that the patient had a groin hematoma. The patient was admitted to the hospital overnight for observation. A head computed tomography (CT) and magnetic resonance imaging (MRI) was performed with a neurology consult and it was determined the patient had a cerebral vascular event. There was no intervention required, no further complications and the patient was discharged.